Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to place the sapien xt valve in this scenario. In this case, the exact cause for the apex bleed cannot be determined; however, patient and procedural factors may have contributed to the event. In addition, there is no evidence the death was a result of malfunction of the sapien xt valve or the ascendra + introducer sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
During a transapical tavr procedure in the mitral position, an increase of bleeding from the apex was noted. A valve was to be implanted but a decision was made to close the apical access. Under rvp apical closure was performed but the apex began tearing and significant blood loss was noted. The patient was rapidly placed on cpb. Sutures and a pericardial patch to the apex were unable to repair the tears. A dacron patch was then used to repair the apex. The patient was in stable condition and was transferred for post management care. As reported, the sapien xt valve was deployed canted resulting in moderate paravalvular leak (pvl) with possible left ventricle outflow obstruction with systolic anterior motion (sam). A second valve was needed; however, during preparation of the valve an echo (tee) revealed the moderate pvl had resolved. Of last communication the patient expired one day post procedure.